Event description:
The customer's father reported that the customer has rapidly changing blood glucose levels and that they were unable to calibrate their freestyle navigator continuous monitoring system. However, the customer's father was able to use the built in meter and the customer received readings around 200 mg/dl which was higher than the customer felt. The customer experienced seizures and became incoherent. The customer was treated with food and juice and there was no other treatment reported. No third party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Manufacturer narrative:
(B)(4). Device was returned to manufacturer on (B)(4)-2011.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.